Manufacturer narrative:
B3: no information has been provided to date. Month and year; valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no problem during the pre-use check, but after anesthesia introduction and intubation, a leak was confirmed. There was patient involved/no adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used product sample. Per visual inspection, as received a black marker outlining an anomaly on the tracheal tube was observed. In attempts to replicate clinical use the cuff was inflated using an ICU medical provided syringe. The cuff was observed to inflate but quicky deflated. In attempt to identify the location of the leak, red dye was pushed through the inflation line. Fluid was observed to leak from the anomaly previously noted. In attempts to better visualize the anomaly, it was cut out. A piece of the tracheal tube was observed to be carved out at the inflation line lumen of the tracheal tube. The complaint of leakage can be confirmed due to the damage observed. The probable cause is unknown. A device history record review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.